Event description:
The event is reported as: the customer alleged that the tubing is stiff and not pliable and detaches from the pt's mask on pt movement or when mask adjusted. The tubing was changed out. No report of pt injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record (DHR) of nl batch number 02l1303011 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Any non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications.